Event description:
It was reported to gore that the patient underwent endovascular treatment for the creation of an arteriovenous fistula at the proximal superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that after uncomplicated release of the vsx-device in the proximal sfa, a follow-up angiography revealed a radiopaque ring in the popliteal artery. After extraction using a snare, this turned out to be the tip of the deliver catheter from the vsx-device. There was no report of patient harm.

Manufacturer narrative:
H3 other: the device was received, but investigation has not started yet. An engineering investigation will be conducted. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: component code, investigation findings and investigation conclusion codes updated. Product investigation report conclusion: the primary reported failure mode, related to distal tip detachment, could not be confirmed during engineering evaluation due to the distal tip not being returned; however, it is consistent with the engineering evaluation findings of a separated distal shaft at the transition bond. Device photos submitted from the field show a distal shaft separated from the rest of the delivery catheter and with an attached distal tip. While there is evidence that the transition and dual lumen went through the bonding process, the visible collar that does not meet the in-process inspection criteria indicates that the bond was inadequate, and the device should have been rejected during the manufacturing process. Therefore, the root cause of the primary reported failure mode is consistent with a manufacturing deficiency. The returned device also exhibited damage (catheter kink, broken dual lumen transition). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported catheter separation, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates that deployment knob, deployment line, distal shaft, and endoprosthesis were not returned. Evaluation of the dual lumen indicates a kink in the dual lumen as well as a partial break between the dual lumen and the transition. The radiopaque (ro) marker band was present in the distal end of the transition. The ring is still present within the transition, indicating that this radiopaque marker did not separate when the distal shaft separated from the device. Another radiopaque ring is present in the distal tip of the device, which is consistent with the reported complaint details of snaring the catheter tip during the procedure; therefore, the reported failure mode of a radiopaque ring is consistent with the findings of the detached distal shaft. The detached and unreturned distal shaft and distal tip is not consistent with the reported complaint details of an uncomplicated delivery, and while there is a break between the transition and the dual lumen, the presence of a braid pattern as well as area of a partial bond indicates that the bond was formed. Therefore, the root cause of the reported failure mode could not be established with the available information. Device photos: two similar device photos were submitted for review demonstrating a viabahn® device with a blue 0.035¿ guidewire compatible catheter. The distal shaft appears detached at the transition. The distal tip appears attached to the distal shaft. The device configuration as labeled on the hub is consistent with the device reported in the complaint. Investigation conclusions: the primary reported failure mode, related to component separation, was confirmed during evaluation of the returned device. The device was returned with no distal shaft assembly attached at the transition, and device photos submitted from the field show a distal shaft with attached distal tip separated from the rest of the delivery catheter. Evaluation findings showed additional damage to the delivery system, including a partial break between the dual lumen and the transition. Device evaluation demonstrated findings consistent with execution of a transition to distal shaft bond during device manufacture. Additionally, the field indicated no specific report of resistance or use of excessive force during the procedure, and this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the bond at the site of detachment. No anomalies in the manufacturing of the device were identified, and the root cause of the distal shaft detachment at the transition bond and additional catheter damage could not be established with the available information.